Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical intervention and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that patient sought medical intervention due to hypoglycemia. Patient's blood glucose (bg) level dropped to 33 mg/dl while wearing the pod longer than 48 hours. Patient called an ambulance; paramedics came to home and treated patient with honey and soda. Patient had suspended insulin, and eventually resumed insulin delivery when bg levels rose back up to normal levels. The patient's blood glucose and insulin history are as follows: (B)(6).